Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not opened. A field service engineer (fse) found that drawer 4.2 was not detecting row e and, in diagnostics, it only opened to position 18. The magnet was checked and confirmed to be good, then the position sensor was replaced. After replacement, the drawer showed fully open, and customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed, drawer opened but the device does not think the drawer was opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.